Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are lacerated. The damages did not influence the functionality of the insulin pump. The buttons passed the functional investigation successfully and comply with the product specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported all of the buttons on the infusion device stopped functioning on (B)(6) 2013. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address this issue.